Event description:
It was reported the monitor on the orthopedic unit did not generate an alarm for asystole and the patient passed away. The clinical audit log was reviewed with the nurse manager, revealing alarms for extreme bradycardia, vfib/vtach, and asystole with associated alarm sounds. It was also noted the alarms were being acknowledged by users in a timely fashion; however, the alarms that were occurring on unit 35 north were being acknowledged on unit 24 north. The manager indicated the two separate units do not overview the other units; however, it was noted the configuration on pic ix central station allowed full access to other units in the hospital. This review could not determine if the nurse was logged into careassist app at the time of the event so additional review was to be performed; however, the nurse manager stated this was not necessary and just requested confirmation the system appeared to be working, which was the case. There was no indication of device malfunction. In the resolution for the case, it was indicated biomed is aware of full access unit permissions and the alarms were silenced on 24 north. It remains unknown how and when this configuration was implemented at the hospital.

Manufacturer narrative:
Analysis was performed by the philips field service engineer who logged into the system. The clinical audit log was reviewed with the nurse manager, revealing alarms for extreme bradycardia, vfib/vtach, and asystole with associated alarm sounds. It was also noted the alarms were being acknowledged by users in a timely fashion; however, the alarms that were occurring on unit 35 north were being acknowledged on unit 24 north. The manager indicated the two separate units do not overview the other units; however, it was noted the configuration on pic ix central station allowed full access to other units in the hospital. This review could not determine if the nurse was logged into careassist app at the time of the event so additional review was to be performed; however, the nurse manager stated this was not necessary and just requested confirmation the system appeared to be working, which was the case. Based on the results of the analysis, the product was confirmed to be operating per specifications with no indication of a malfunction and the cause of the reported problem was due to the full access unit permissions the alarm were silenced on 24 north. It was indicated the biomed is aware of full access unit permissions. It remains unknown how and when this configuration was implemented at the hospital. The issue was resolved by providing the information about the full unit access permission to the customer. A review of the service history for this device shows the problem has not been reported again for this device.